Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported xdcr (transducer) fault errors in the events log while using the vela ventilator. The customer reported three transducer tests passes. The customer reported calibrations for transducers and reported exhalation pressure transducer and turbine differential pressure passes, but the exhalation differential pressure transducer failed (it was within the min-max range when it failed). Patient information was not provided by the customer. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis rep received the alleged faulty main pcba (printed circuit board assembly). The component assembly was installed on known good unit and powered in operating mode for testing. The carefusion failure analysis rep reported the problem of ¿xdcr fault¿ (transducer fault) was unable to be duplicated. Transducer calibrations were performed and all transducers passed calibration and functioned correctly. The carefusion failure analysis rep indicated no failure detected and the device operated within specifications.